Event description:
During an atrial fibrillation procedure, a faradrive and a farawave were selected. During the procedure, the physician describes that the inverted splines did not return to the original position and has decided to replace the catheter. Also, it was noted that the sheath valve was leaking. The fluid was leaking from the sheath valve. There was no air visible. No damage was observed on the sheath. The sheath was also replaced and the procedure was completed successfully. There were no patient complications.